Manufacturer narrative:
Batch reviews performed on 19july 2017. (B)(4).

Event description:
The patient came in complaining of pain. The patient had dislocated. The surgeon revised the head and liner. The surgery was completed successfully. X-rays and explants are not available.